Event description:
It was reported that bd alaris smartsite extension set had flow issues and was clogged. The following information was provided by the initial reporter: it was reported by the customer that they are having trouble flushing the saline locks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had flow issues and was clogged. The following information was provided by the initial reporter: it was reported by the customer that they are having trouble flushing the saline locks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Device available for eval yes. Returned to manufacturer on: 24-mar 2022. Investigation summary: one sample (model #20059e, lot #21119718) was returned by the customer. The sample was investigated under (B)(4). It was reported that they are having trouble flushing the saline locks. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA (B)(4)has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. A device history record review for model 20059e lot number 21119718 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set had flow issues and was clogged. The following information was provided by the initial reporter: "it was reported by the customer that they are having trouble flushing the saline locks."